Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient called in and verified they were having a problem with their device so they were transferred to the call center. Patient further reported they were urinating the night prior to initial report, checked their patient programmer (pp) batteries, and saw a power on reset (por) message. When asked if there was a recent medical test or electromagnetic interference (emi) environmental exposure, patient did not know; the only thing patient recalled was getting a hearing aid about five months ago. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.